Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm during self test. The customer¿s blood glucose was 183 mg/dl. The customer was assisted with troubleshooting. Customer stated that they was able to clear the alarm, able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace and pin trace on keypad assembly.